Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Device remains implanted.

Event description:
Patient later reported right side "rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device has been explanted and replaced.